Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred when the customer attempted to load multiple new cartridges. The customer's blood glucose (bg) level was 365 mg/dl and the bg level was addressed with a manual injection. The customer confirmed that an alternate method of insulin delivery was available.

Event description:
Reportedly, the parent administered a manual injection. However, the parent routinely assists the customer.